Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced recurring atrial fibrillation. The patient was hospitalized, treatment was administered, and the patient condition stabilized. Ipg program evaluation was requested, and the device remains in use. No patient complications have been reported as a result of this event.